Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr293k - femur extens.stem 6° d18x77mm cemented. According to the complaint description, the revision surgery was 7 years 7 months and 14 days post surgery due to loosening of the implant. Enduro revision was performed due to an aseptically loosened e.motion ktep on (B)(6) 2014. A new revision was necessary on (B)(6) 2021 due to a loosened femoral component. Intraoperatively, it was found that the femoral stem d18 l77, nr293k had loosened despite an intact cement mantle and that there was no stable connection to the endouro femur f2l with augments lateral post/distal 4 x 4 and medial distal 4. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under (B)(4). Involved components nb012k - enduro tibial comp.offset cemented t2 - lot 51990801, nr192k - tibia offset stem d15x52mm cemented - lot 51983188, nb045k - enduro tibia hemi-wedge t2 4mm rm/ll - lot 51942570, nb055k - enduro tibia hemi-wedge t2 4mm rl/lm - lot 51939652, nb015k - enduro femoral component cemented f2l - lot 51994140, nr400k - nut f/femur extens.stem all sizes neutr. - lot 51981441, nr864k - enduro femur spacer distal f2 4mm - lot 51978714, nr881m - enduro meniscal component f2 12mm - lot 51985112, no483 - e.motion patella 3-pegs p3 32x9mm - lot 51983909, nr376k - enduro femur spacer post/dist f2 4x4mm - lot 51976244, ae-qas-compet-imp - collect.no.qas implants from competitors - lot unknown.

Manufacturer narrative:
Investigation results: visual investigation: several implant components were provided to us in a decontaminated condition for investigation. The complained femur extension stem shows visible material deformations at the area of the interface to the femoral component. The femur component exhibits bone cement residues on nearly the whole intended area. The bone cement shows traces of integration to cancellous bone. It has also been found that the femoral component was implanted with wedges. The medial and partly the lateral side of the femur box exhibits clearly visible imprints which were caused from the femur stem. Furthermore, the interface of the stem to the femur box shows visible traces of movement between both components (mainly medial). The enduro hinge ring shows little signs of hyperextension. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: based on the information available it is not possible ot determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that the bone degraded and/or the condylar bony support was no longer sufficiently given respective cement has been loosened from the bone. This could be a root cause for the femoral component loosening. Micro-movements resulting therefrom may have caused/contributed to a loosening of the interface between the shaft and the remoral component. This only speculative without detailed x-ray figures. Another possible root cause for the mentioned failure could be an insufficient tightening of the femoral stem. It has to be taken into account, that afterwards it is not possible to determine if the stem was tightened with the prescribed torque of 27 nm. Conclusion and measures / preventive measures: due to the current deviation and according to the explanation above, the root cause of the problem is most probably patient and usage-related. Based upon the investigations results a CAPA is not necessary.